Event description:
It was reported the patient was unable to adjust stimulation. The patient had an end of service (eos) message. The patient noted seeing this a while ago but did not pay attention to it. The patient noted two nights ago it stayed on and would not do anything anymore. Caller said they were told by their doctor it would last for 9 years. The patient noted having the device on 5.5 volts during the day but turned it off at night.

Event description:
Additional information received reported that the patient had lower back pain. There was battery depletion. Intervention included device replacement. The etiology was related to the device or therapy and not related to the implant procedure. The patient had lower back pain after stimulator stopped working and was found to be discharge. The severity was noted as mild. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v919796, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v831346, implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension . (B)(4).

Event description:
Additional information reported the battery was at end of service and there was no abnormal battery depletion noted. The battery was in continuous mode.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v919796, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v831346, implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).